Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm reported variable rv threshold and slight pacing impedance drop. Vf detected episode with aborted shock. Rv lead channel appears to show noise. Advised to evaluate lead further. Facility has not been able to bring patient in since last report. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Lead was capped on (B)(6) 2021 due to noise causing inappropriate vf detections. No adverse patient events were reported. Should additional information become available, this file will be updated. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 recorded the gradual decrease of the pacing impedance from 900ohms to 500ohms. The analysis of the provided iegm episodes revealed artifacts on the rv and far-field channel, which led to the reported oversensing and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Lead was capped on (B)(6) 2021 due to noise causing inappropriate vf detections. No adverse patient events were reported. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.